Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ap optical sensor error. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. No errors were found. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ap optical sensor error. There was no patient involvement, and no adverse event reported.